Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm. No moisture damage found inside the insulin pump. The insulin pump was received with rattling vibration during self test due to adhesive not adhering. The insulin pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was vibrating too loud. The customer's blood glucose was 249 mg/dl at the time of incident. The customer performed self test and the insulin pump did vibrate during vibrate test. The insulin pump will be returned for analysis.